Manufacturer narrative:
Per 08/01/2017 and 08/02/2017 emails and texts received from the physician via the zipline territory manager, the tha incision was closed on (B)(6) 2017 using deep layer barbed suture, subcutaneous barbed suture, and skin wound approximation was achieved using a zipline medical zip 16 device. On (B)(6) 2017 (pod 1), the patient presented to the clinic with a saturated dressing, whereupon the physician replaced the dressing and sent the patient home. The patient then returned to the clinic a second time on (B)(6) 2017 (pod 2) with a saturated dressing. The physician performed the following intervention steps on (B)(6) 2017: removed the saturated dressing. Sutured the incision closed without removing the zip device. Replaced the wound dressing with a new dressing. Multiple subsequent attempts to contact the physician were made by the zipline territory manager on 08/02/2017, 08/09/2017, and 08/17/2017 to obtain further information regarding event details, intervention methods, and patient outcome without success. Follow-up 1: the zipline territory manager attempted multiple times after (B)(6) 2017 to contact the physician via text message, but was unable to obtain any further information regarding this case. In prior cases where bleeding occurred, the event was attributed to failure of the deep sutures; however, due to inability to obtain any additional information from the physician, no root cause for the event can be determined.

Manufacturer narrative:
Per (B)(6) 2017 emails and texts received from the physician via the zipline territory manager, the tha incision was closed on (B)(6) 2017 using deep layer barbed suture, subcutaneous barbed suture, and skin wound approximation was achieved using a zipline medical zip 16 device. On (B)(6) 2017 (pod 1), the patient presented to the clinic with a saturated dressing, whereupon the physician replaced the dressing and sent the patient home. The patient then returned to the clinic a second time on (B)(6) 2017 (pod 2) with a saturated dressing. The physician performed the following intervention steps on (B)(6) 2017: removed the saturated dressing. Sutured the incision closed without removing the zip device. Replaced the wound dressing with a new dressing. Multiple subsequent attempts to contact the physician were made by the zipline territory manager on 08/02/2017, 08/09/2017, and 08/17/2017 to obtain further information regarding event details, intervention methods, and patient outcome without success.

Event description:
Physician provided a photograph from post-operative day 1 that shows abnormal bleeding through a methylene-blue silver wound dressing that was placed over a total hip arthroscopy incision on (B)(6) 2017.